Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown doses and concentrations via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump was empty due to a missed refill. It was noted that alarms were heard, but no physician programmer was available. The amount of time since the last refill was unknown. It was further reported that they were working on trying to get a refill scheduled with a new managing hcp as the patient no longer had an hcp because of insurance issues. It was later stated that there was an hcp that was supposed to get her in the end of last week, however the patient just got off the phone with them and the hcp was gone for 2 weeks. The alarm date was noted to be (B)(6) 2016 and the pump was said to be empty since some time in (B)(6) 2016. The pump was noted to be empty and refilled with saline on (B)(6) 2016. It was further stated that with the pain and withdrawal, the patient could not wait the 2 weeks until the hcp got back. The patient would follow-up with her primary care physician to see if they could call the pain hcps to see if they could assist her with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.